Manufacturer narrative:
During testing, the unit displayed a "replace battery now" message when a battery simulator was inserted into the battery compartment to perform the current measurement tests. Upon further inspection, the battery compartment as well as the battery board beneath it are corroded. In addition to this, the metal battery sleeve inside the battery compartment seems to be pushed down more compared to the other battery sleeves in other units. As a result, it is not making contact with the battery simulator. Unable to perform the sleep current measurement and active current measurement tests due to the contact problem.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. Customer's blood glucose value was 237 mg/dl. Customer stated that this was the second occurrence of replace battery alarm with low battery alarm. Customer was assisted with troubleshooting and after inserting new battery. The insulin pump will be return for analysis.